Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
During surgery, hex driver tip broke off inside glenosphere when implanting. Reporter indicated that the issue did cause a delay that required additional anesthesia, medication, or surgical procedure. It was left in the implant. It appeared to be cold welded in the glenosphere.

Manufacturer narrative:
Device history record was reviewed. Device was made to specification. Breakage may be related to over-tightening of the device during use.